Event description:
Pt developed hives, itching and cough while on dialysis. Pt was given 100mg solu-cortef IV, benadryl 25mg IV, and o2 at 2 liters nc. Pt was reinfused and dialysis stopped. Dialysis was restarted using different kidney after medications.